Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt expired due to massive cerebrovascular accident. The pt also experienced hemolysis and a computed tomography angiography suggested that the inflow cannula was abutting against the superior portion of anterior and septal walls thereby obstructing flow. Support was withdrawn and the pt expired.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.